Manufacturer narrative:
Product complaint # (B)(4). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Washout and poly exchange: patient underwent primary tkr on (B)(6) 2019 where an attune knee was utilised ((B)(6), (B)(6) hospital). Patient has been doing well since time of index surgery and presented on friday 18 october with a painful knee. On opening the knee, large amounts of puss were evident. The knee was washed away it and the liner exchanged. Impacted product- still implanted. 150410107;attune ps size 7 left ;lot no:8779485. 150680007;attune tibial base rp size 7 cemented;lot no:8779485. 151810041;attune patella 41;lot no:8859140.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.